Event description:
Alarms sounded from the pump and blood was noted in the catheter tubing. (Event complications: none from the event - reported 6/25/98.) (Pt's current status: expired - reported 6/25/98.